Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin had a power error detected. The customer¿s blood glucose level was unknown. Customer stated that they received a power error detected alarm and the troubleshooting was performed and changed battery , but also the power error detected error was recurring. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 25 due to connector resistance issue.